Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The trial patient¿s family reported had 2 large bowel movements and the bm got under the plastic so he removed the plastic and cut away the wire so as to clean up the patient. The trial patient¿s family reported he noticed dried bm in under the plastic.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.